Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unknown vessel was attempted using a starclose se device after an unknown procedure. Reportedly, after deploying the starclose se clip, the device could not be removed. The safety release mechanism was used. The starclose se device was turned to one side and then it could be removed. The clip did not achieve hemostasis. Manual arterial compression was applied for 10 minutes to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. Based on the returned device conditions the reported clip on the distal end of the device was confirmed. The reported difficult to remove appears to be related to use technique. A conclusive cause for the reported failure to achieve hemostasis could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to filing of the initial medwatch report additional information was received: it was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with 6f sheath after a neurological diagnostic procedure. No additional information was provided.